Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient presented due to coronary artery disease (cad). The 3.5x38mm, de novo target lesion was located in the non-calcified proximal to mid left circumflex artery (lcx). A 3.50x38mm promus element ¿ long drug-eluting stent was implanted to treat the lesion. However, while taking orthogonal views, a distal edge dissection was noted. A 3.0x16mm promus element ¿ drug-eluting stent was then deployed to cover the dissection. Post-stenting, orthogonal views were again obtained and no dissections were found. No further patient complications were reported and the patient's status was stable.